Manufacturer narrative:
Date sent: 06/17/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure the devices did not function properly. The jaws did not properly close, thus the clips fell either closed only in their distal part or misaligned and crossed. The hemostasis was controlled by electric knife. No adverse pt consequences.